Event description:
On (B)(6) 2012, pt reported the infusion device display is defective and this could lead to misinterpretation of the insulin delivery amounts. Pt reported he "bumped" the infusion device when it was in his pocket on (B)(6) 2012. He then noticed the left side of the display is black and the top half of the display is missing on the right side. There is also a "dent" on the left side of the infusion device. Pt switched to his backup infusion device, and the primary infusion device was replaced and requested for eval. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.